Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31371575l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced coronary artery stenosis that required percutaneous coronary intervention (pci). During the procedure, coronary angiography detected a stenosis of the left coronary artery, which had not been detected during the previous coronary angiography two months earlier. Therefore, an additional pci procedure was performed. The physician reported there was no causal relationship with the product. As the earliest site of premature ventricular contraction (pvc) was the left ventricle (lv) summit, it is considered to be due to the effect of ablation on the contralateral side. There were no defects in the product.

Manufacturer narrative:
On 18-oct-2024, additional infomration was received that the patient fully recovered and did not require extended hospitalization. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).